Event description:
Additional information received via follow-up revealed the patient's ipg was explanted and replaced due to becoming inoperable as a result of the patient going an extended period of time without recharging their ipg.

Manufacturer narrative:
The patient's weight has been obtained and provided. The reported issue of ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg due to depleted battery. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's implantable pulse generator (ipg) was explanted and replaced for an unknown reason(s). No complications were note during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.